Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed and replaced with a new tactra due to unspecified reason. Additional information received stated that the ipp was infected so the device was removed, area of infection irrigated, and tactra was placed. The patient was doing fine post surgery.